Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005 was used during a plastics procedure on (B)(6) 2021 when it was reported ¿I was contacted by nurse of a self-activating goldvac which had caused a patient burn and sent pictures¿. It was reported that the burn was excised and dressed with opsite. No stitches were required. The procedure was completed, and no delay time was reported. Further assessment questions were asked about the degree of burn; however, that information was not received. This report is being raised on the basis of injury due to unknown degree of burn to patient.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005 was used during a plastics procedure on (B)(6) 2021 when it was reported ¿I was contacted by nurse of a self-activating goldvac which had caused a patient burn and sent pictures¿. It was reported that the burn was excised and dressed with opsite. No stitches were required. The procedure was completed, and no delay time was reported. Further assessment questions were asked about the degree of burn; however, that information was not received. This report is being raised on the basis of injury due to unknown degree of burn to patient.

Manufacturer narrative:
One 60-7510-005 returned opened in unoriginal packaging. The lot number of the device - 202103034 was verified. A visual inspection found clear smoke tubing was damaged. The pencil was returned without electrode. A functional test was performed using the esu system and an electrode was attached on the pencil. Both cut and coag functions were tested and worked as the button was pressed. The pencil did not activate without the buttons pressed down. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. Use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. This issue will continue to be monitored through the complaint system to assure patient safety.